Manufacturer narrative:
The system and microscope were inspected by a service technician on the date of event ((B)(6) 2011). The technician found functions working within specified limits and did not detect any malfunction of the device. Additional training to the customer was provided. The customer in the ent department will follow the safety instructions described in the user manual. The product labeling provides info regarding phototoxic tissue injury recommending, among other things, use of the lowest light setting possible, reducing the exposure time to a minimum and taking precautions to irrigate the surgical field.

Event description:
A site reported that a pt received a second degree burn during an ent procedure. Pt was under anesthesia. The opmi pentero surgical microscope had been transferred from the neurosurgery dept to the ent department. The doctor was not trained on the opmi pentero or in regards to light hazards from high illumination light sources.